Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Distributor's representative confirmed with patient that bluetooth was enabled, no other bluetooth devices were in the area, the correct transmitter ID was entered, wi-fi was connected, the smart device was not in airplane mode, no other applications were running in the background, and smart device was fully charged. Patient deleted and re-installed the g5 application; transmitter pairing still unsuccessful. No additional patient or event information is available.